Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did the reported issue contribute to any patient adverse consequences? No did the needle fall into the patient? X-ray was done and not seen in the operative site. If so, was the needle piece(s) retrieved during the same procedure? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? X-ray was done and not seen in the operative site. If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported by ahs that: as the surgical resident suture the last suture in the subcutaneous layer close to the skin, the tip of the needle broke. X-ray was done and not seen in the operative site. There were no patient consequences reported. Additional information was requested.